Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had visited emergency room and then admitted to the hospital on (B)(6) 2020 due to hyperglycemia with blood glucose level of 530 mg/dl. Customer confirmed that they stopped using the insulin pump and currently using insulin pins as per the doctor¿s instructions. Customer stated that there was a crack on the top corner to the main screen and a damage to the battery cap of the insulin pump. Customer stated that the battery compartment was intact and didn't receive any alarm prior to the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08755 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).